Event description:
Hv lead impedance was observed. It was noted that the patient notifier was delivered on 2/21/2009, but the patient was not seen until now. The rv vector was reading high on the rv-can and rv-svc vectors since a few days after implant. It was discussed that there may be a loose rv df-1 setscrew. The patient was brought in to evaluate the connection. After evaluation, it was suspected there could be complications with the lead. The lead was explanted.

Manufacturer narrative:
Na